Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, lot/serial#: unknown, product type: programmer; physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s daughter) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient had their filled on the (B)(6) 2018. That day, the patient became unresponsive on (B)(6) 2018 and was hospitalized. The reporter did not think the unresponsiveness or hospitalization was related to pump, but it was indicated that the healthcare provider (hcp) did. It was further noted that the patient woke up on (B)(6) 2018 at night, woke up more on the (B)(6) 2018, the doctor unbeknownst to the patient called the manufacturer to decrease the pump which was is another issue with the hospital that the patient was having right now. It was stated that the order was for a 30% decrease. It was noted that a company representative came in, didn't identify themselves or tell patient what they were doing, and stated the company representative "didn't calculate right" stating "he didn't add point seven on there, and went down 43%" rather than 30% as ordered. The pump was decreased 43% rather than 30% on (B)(6) 2018. The reporter did not know the company representative¿s name or any other information. The patient was sent home. The patient not gone through withdrawal because the patient has been on the same dose for 2 years, "but she is only now at 25 more percent and she has to go every week for 5% more to be added". The reporter was upset that the patient could have gone through withdrawal, and now they had to take time off work each week and spend around $60 a week to bring the patient to hcp to have the pump increased for something that "could have gotten done in 2 weeks¿, but now they have to do in like 4-5 weeks. The reporter was advised by the patient¿s nurse regarding refills to call and file a formal complaint. No out of box failure was reported. No medical or therapy problem associated with the small part was reported. When asked the patient¿s drug dose/concentration, the reporter indicated they did not know, but stated the dose was ¿24 or 25 somewhere". It was further stated that they know it has point seven somewhere because it didn't have the point seven" after adjustment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update: hospitalization was previously selected regarding outcomes attributed to the adverse event and is no longer applicable. Update: the previous conclusion code 92 is no longer applicable. The conclusion code 22 pertains to the pump and the conclusion code 67 pertains to the programmer. The previously applied patient code c50635 was removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The patient¿s medical history included post lumbar laminectomy syndrome as well as breast cancer (in remission). The patient had pneumonia at the time of the incident which was resolved now. It was unknown what clinician programmer was used at the time of the event including the serial number of the programmer. Regarding the patient having been unresponsive and required hospitalization the day of the pump refill, it was clarified that there was no device issue. The patient had pneumonia and was lethargic at the time of refill. The patient was admitted shortly after refill with pneumonia. It was further noted that the patient had already dramatically improved prior to the dose reduction. Regarding the circumstances that led to the patient having been unresponsive and required hospitalization it was indicated that the patient had pneumonia. Regarding the calculation not having been right and the pump was decreased 43% rather than 30% as ordered, the hcp indicated that this was done by the manufacturer representative at the hospital and the hcp had no knowledge of this incident other then that the patient had told them this. It was indicated that the patient having received less medication as a result of their pump having been decreased 43% rather then 30% was not resolved. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.